Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse states the customer had been hospitalized for toes infection. The spouse states the customer had toe amputated and had blood glucose level of 425mg/dl. The customer treated the highs with manual injection. The customer was not on the pump at the time of hospitalization. The spouse declined to troubleshoot for no delivery and high blood glucose.